Event description:
It was reported that this implantable pacemaker experienced difficulty to be interrogated. While the attempted interrogation was being performed, this patient experienced seizures and fainting. It was discussed that the same thing happened to months prior on another attempted interrogation. It was determined that the patient experienced asystole due to the device having entered in safety mode and exhibiting failure to capture and pacing inhibition. Premature battery depletion was also suspected. The replacement of the device was recommended, options for temporary pacing were also discussed. This device was explanted, replaced and expected to be returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected on the following fields: h6: impact codes.

Event description:
It was reported that this implantable pacemaker experienced difficulty to be interrogated. While the attempted interrogation was being performed, this patient experienced seizures and fainting. It was discussed that the same thing happened to months prior on another attempted interrogation. It was determined that the patient experienced asystole due to the device having entered in safety mode and exhibiting failure to capture and pacing inhibition. Premature battery depletion was also suspected. The replacement of the device was recommended, options for temporary pacing were also discussed. This device was explanted, replaced and expected to be returned to boston scientific for evaluation. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker experienced difficulty to be interrogated. While the attempted interrogation was being performed, this patient experienced seizures and fainting. It was discussed that the same thing happened to months prior on another attempted interrogation. It was determined that the patient experienced asystole due to the device having entered in safety mode and exhibiting failure to capture and pacing inhibition. Premature battery depletion was also suspected. The replacement of the device was recommended, options for temporary pacing were also discussed. This device was explanted, replaced and expected to be returned to boston scientific for evaluation. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The battery was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The probable cause for the device entering in safety mode could not be determined because no malfunction was discovered in the hybrid or battery. Additional information was corrected on the following fields: h6: impact codes.